Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-mar-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the glycopyrrolate drawer required maintenance and did not pop out when trying to recover. A technical support specialist (tss) confirmed that the issue had been resolved by the field service technician (fst). However, no information was provided on how the issue was resolved.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es the glycopyrrolate drawer requires maintenance. The customer stated that this malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.